Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor (B)(4): 04/2013 - reuse. Electrode belt (B)(4): 07/01/2014 - reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was at home and unconscious at time of the inappropriate defibrillation event. The patient's son was with the patient and initiated CPR. The patient received two inappropriate treatments at 01:46:21 and 01:46:48. Asystole and over-sensing of small artifact contributed to the false detections. A review of the downloaded data confirms the patient pressed the response buttons were not pressed until after the treatments were delivered.